Event description:
It was reported that during a device change out for normal eri, externalized conductors were observed via fluoroscopy. It was noted that there were no electrical anomalies. The lead will be monitored and remains implanted.

Event description:
New information received notes the patient will be presented for a lead revision in (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead noise was observed from non-sustained rv oversensing episodes. Lead revision was recommended. No further information available.